Event description:
It was reported that a few mins after insertion of the iab, the pump stopped pumping and blood was noted in the helium tubing. The iab was removed and replaced without any pt complications.